Event description:
The report received indicated that while prepping the angioguard rx, the staff tried to advance the device into the sheath; however, the "wire would not advance and became dislodged."

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information has been requested and will be submitted within 30 days upon receipt.